Manufacturer narrative:
Additional information: device evaluation: field service engineer (fse) visited site for a proactive call to check variation. Variation is specification but on the high side, replaced l3 (lens 3), rear optic and pall filter, aligned optical path. Replaced c1 left and right due to arching, proactively replaced high voltage (hv) cable, hv choke, thyratron and trigger printed circuity board (pcb). Found refill time high, calibrated chamber pressure, replaced vacuum pump and hoses. Calibrated energy and tracker, cut plastic. The system is performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section h3: the field service engineer reported that system would be serviced at a later date. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. If there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that laser is misfiring during the hyper lens cal. No additional information was provided.

Manufacturer narrative:
Additional information: through follow up it was learned that there were no extra laser pulses shots being fired. Therefore, this is not a reportable event and no further information will be submitted. Correction: section h: device code - 2532 no longer applies all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.